Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter occlusion was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 5fr d/l power PICC solo catheter. The sample appeared clean and unused; no usage residue was observed on the device. Gross visual evaluation found no potential cause for occlusion. Functional testing confirmed that infusion through the red/blue luer adaptor was noticeably slower than the purple/blue luer. Following dissection of the sample and isolation of the occlusion source, it was identified that a clear silicone-like substance was found in the molded joint at the lumen associated with the red/blue luer adaptor. The substance was likely caused during product manufacture. A lot history review (lhr) of rebt0800 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt0800) have been reported from the same facility.

Event description:
It was reported by the sales rep that the facility has had two occurrence where they were unable to flush the catheter. No other information was provided. No patient harm reported. This reported addresses the second occurrence.